Event description:
The complainant alleged that during a routine shift check by a clinician the device would not power-up. The complainant indicated there was no patient involvement with this reported malfunction.